Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Device received with broken belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Device received with broken belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was not provided. No further details provided. The insulin pump will not be returned for analysis.